Manufacturer narrative:
During a recent administrative review, the engineering evaluation was re-opened to correct the clinical closure. A supplemental MDR is being submitted for correction of the clinical closure. This section h11 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reported event was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years and 2 months post valve implant could not be determined. However, may be related to the patient's co-morbidities (a-fib, cad) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Upon review of medical records, an echo performed at 8 years and 1 month revealed aortic mean gradient (mg) of 42.7 mmhg, an aortic valve area (ava) of 0.9 cm2, with severe prosthetic stenosis, and moderate paravalvular leak (pvl). 'A plan is to perform a cardiac catheterization once hemoglobin stable and after gi evaluation'. The patient is undergoing consultation for a valve-in-valve procedure. Approximately 8 years and 2 months post tavr, the patient presented with shortness of breath on exertion. An echo showed, severe valve stenosis with avmg of 42mm hg. A consultation for re-do valve intervention. At 8 years and 4 months and echo revealed moderate bioprosthetic aortic valve stenosis, av peak velocity 3.5 m/s, avmg is 28 mmhg, with an ava 1.6 cm3.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. The following sections of this report has been updated: section b1 (report type), b5 (describe event or problem) ,b7 (relevant medical history), and h6 (device code).

Manufacturer narrative:
A supplemental MDR is being submitted after re-review of the clinical closure, the closure will be updated. This section h11 is being updated in this report. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (cad, a-fib) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information for the valve-in-valve procedure. The following sections of this report have been updated: section b5 (event or problem) and h10 (narrative/data). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reported event was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years and 2 months post valve implant could not be determined. However, may be related to the patient's co-morbidities (a-fib, cad) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Updated information revealed that a 26mm sapien 3 ultra was successfully implanted in the sapien xt valve. The patient is stable.

Manufacturer narrative:
The investigation is ongoing. H3 : the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 8 years and 3 months implant of a 26mm sapien xt valve in the aortic position the patient is being evaluated for a valve-in-valve procedure. The mode of failure is unknown.